Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that during a thrombectomy treatment procedure the catheter was not functioning properly and a check saline supply error message was displayed. An angiojet solent proxi catheter was selected, target lesion details unknown. After inserting the catheter, &#49748;"it just wouldn't work." The system kept displaying a "saline connection" error message and it wouldn't work. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was reported as "fine."